Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, multiple cartridges were changed to try and address the issue; however, the issue persisted. Customer's blood glucose was 300 mg/dl. The customer reverted to a backup pump for insulin therapy.